Event description:
It was reported that this right atrial (ra) lead recorded noise oversensing in the bipolar sensing configuration, resulting in inappropriate atrial tachy response (atr) episodes. This situation is pointing to a lead impairment condition and lead troubleshooting was recommended by technical services (ts). It was discussed that there are no recent changes in the ra lead impedance. In-clinic troubleshooting was performed and a review of the chest x-ray performed close to the implant date shows the lead tight at access point, suggesting potential lead trauma at access or crush. There are several myopotential oversensing episodes, and provocation tests indicated myopotential noise oversensing in unipolar configuration resulting in inappropriate atr episodes, therefore, the physician decided to program the device to bipolar sensing and unipolar pacing. The ra lead remains in service and no further actions are planned at this time. No adverse patient effects were reported.